Manufacturer narrative:
Product complaint (B)(4) depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable d9: complainant part is not expected to be returned for manufacturer review/investigation. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h4, h6: a device history record (DHR) review was conducted: device history lot part: 07.702.016s lot no: 3l53643 release to warehouse date: 03 nov, 2023 expiry date: 01 nov, 2026 manufacturing site: werk selzach supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was a percutaneous vertebroplasty (l1) for vertebral fracture on (B)(6) 2024, with vbs. Pre-storage conditions of the cement in question were refrigerated two days prior to the surgery date, and the cement was brought to room temperature at 21°c at the start of the surgery. In the surgery, the cement formulation was started according to the procedure. After opening the top cap of the product containing polymer powder and adding all the monomer liquid, the surgeon closed the cap again and tried to push and pull the handle but could not operate it at all. The operation was started with the handle fully retracted. A spare product was used. The surgery was completed successfully with no surgical delay. No further information is available at this time. This report is for one (1) vertecem v+ cement kit with regard to this complaint, the following pc was registered. (B)(4) , 07.702.016sv+ cement kit this is report 1 of 1 for complaint (B)(4).